Event description:
A customer reported to baxter (B)(4) of a y type extension set in which customer observed a leak at the connector without applying any pressure. It is unknown when the reported condition occurred. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a y type extension set in which customer observed a leak at the connector without applying any pressure was confirmed during sample evaluation. Visual test was performed finding no abnormalities. An underwater leak test was performed and a leak between the outlet port and tubing bonding area was identified. The assignable root cause of the reported condition is unknown. Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.